Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure (tavr), the valve was positioned 50:50, however, shifted aortic to a 90:10 position. The 2+ paravalvular leak (pvl) and 1+ central leak was noted, and a second valve was placed one stent strut lower than the first valve. Additional investigation revealed that the patient had heavily calcified leaflets, and an ejection fraction of 65-70 %. The image intensifier angle and coaxial alignment were reported as fair. There was no loss of pacing capture.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications of the tavr procedure. Factors to consider when assessing for aortic valve malposition/embolization include the following patient factors, significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, additional investigation revealed that the patient had heavily calcified leaflets, no septal hypertrophy, however, did have a preserved ef (65-70 %). In addition, the image intensifier angle and coaxial alignment of the device were reported as fair. Cine and echo are not available for review as the site cannot locate them. Without imaging the exact cause for the valve malposition cannot be assessed; however, a combination of patient factors (preserved ef) and procedural factors (fair image intensifier angle and coaxial alignment of the device) could have contributed to this event. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. No further actions are possible at this time.